Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose of 30 mg/dl causing the customer to pass out. The customer stated they never received any sensor alarms. The customer was treated for the low blood glucose by drinking soda. The customer stated that they had issues with their sensor and transmitter. The customer stated that they could not stay on the phone longer to troubleshoot the issue. The customer did not return the product back for analysis.